Manufacturer narrative:
Sections b5, h6 codes, and h11 are updated. According to the zoll account manager who visited the customer's site, the reported complaint was due to the nxt band not being correctly connected to the platform. The autopulse nxt platform is fully functional and won't be returned to zoll for inspection.

Event description:
The customer reported that the nxt band won't compress at all on the autopulse nxt platform (sn (B)(6), and both stop buttons lit up red. The customer tested the nxt platform with a different nxt battery and different nxt bands, but the issue persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. The issue was troubleshot with the zoll account manager at the customer's site. The issue was due to the nxt band not being connected correctly to the platform. The nxt platform is fully functional.

Event description:
The customer reported that the nxt band won't compress at all on the autopulse nxt platform (sn 02193), and both stop buttons lit up red. The customer tested the nxt platform with a different nxt battery and different nxt bands, but the issue persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.